Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient¿s mother reported that following a sensor error they removed the sensor patch and noticed a hard knot type lump with pus at the sensor wire insertion site. The patient applied warm compresses and used over the counter polysporin ointment. He later saw his physician who prescribed an unspecified antibiotic cream. He continued to apply the warm compresses and drain the site daily, and the infection improved. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.